Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient received unspecified treatment for the event (dose, frequency, and route was not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.